Manufacturer narrative:
Qn#: (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "short battery runtime" is not able to be confirmed. A definitive root cause cannot be determined; however, the potential cause of the short battery runtime is due to improper storage of the pump. The battery not being charged to its full capacity could have been due to not being plugged into a proper ac receptacle. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was switched, due to the iabp running low on battery, due to the iabp having not been charged. As a result, the iabp was switched. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was switched, due to the iabp running low on battery, due to the iabp having not been charged. As a result, the iabp was switched. There was no report of patient complication or serious injury and death.